Event description:
It was reported that prior to the implant of a transcatheter aortic valve, it was observed that the right coronary artery was as low as 9 millimeters (mm), and the sinus of valsalva (sov) was also slightly small. As a precaution, the confida guidewire was inserted, however coronary flow could not be confirmed at the point of no recapture. At this time, aortic regurgitation had worsened, and the patient's hemodynamics had collapsed. Subsequently, the valve was recaptured, and the system was withdrawn from the patient. Subsequently, cardiopulmonary resuscitation (CPR) was initiated. Following the stabilization of the patient, it was determined that similar complications would arise with a second transcatheter aortic valve replacement attempt, so the procedure was converted to a surgical aortic valve replacement via thoracotomy. Additional information was received that per the physician, the valve contributed to the occlusion; however, the medtronic guidewire and delivery catheter system (dcs) did not cause or contribute to the occlusion.

Manufacturer narrative:
Updated data: b5. Corrected data: h6. Annex e code was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, it was observed that the right coronary artery was as low as 9 millimeters (mm), and the sinus of valsalva (sov) was also slightly small. As a precaution, the confida guidewire was inserted, however coronary flow could not be confirmed at the point of no recapture. At this time, aortic regurgitation had worsened, and the patient's hemodynamics had collapsed. Subsequently, the valve was recaptured, and the system was withdrawn from the patient. Subsequently, cardiopulmonary resuscitation (CPR) was initiated. Following the stabilization of the patient, it was determined that similar complications would arise with a second transcatheter aortic valve replacement attempt, so the procedure was converted to a surgical aortic valve replacement via thoracotomy.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 27-jan-2028, UDI#: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.